Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract with intraocular lens implant surgery, ophthalmic handpiece, tip and cassette had no aspiration and phaco power during the sculpt mode. The nurse then opened a new fluidics management system and changed with new handpiece and successfully primed it for surgery use. However, the second handpiece with new tip still unable to do sculpt. The nurse decided to change to a handpiece with another new fluidics management system. The surgery manage to be completed smoothly. Unfortunately, there was a wound burnt observed in the main wound incision and surgeon use suture and close the incision. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Additional information provided in h.6. And h.10 a sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. Possible root cause is that per the reported description "the surgeon had injected quite rigorously before inserting the new ophthalmic tip handpiece and proceed immediately to sculpting without sufficient aspiration. Reduced fluid flow through the ophthalmic tip may be caused by ophthalmic tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. All ophthalmic tip are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The owners manual for the system provides detailed information for potential causes of occlusion of the ophthalmic tip and directions for what to do when occlusion tones are recognized. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract with intraocular lens implant surgery, ophthalmic handpiece, tip and cassette had no aspiration and phaco power during the sculpt mode. The nurse then opened a new fluidics management system and changed with new handpiece and successfully primed it for surgery use. However, the second handpiece with new tip still unable to do sculpt. The nurse decided to change to a handpiece with another new fluidics management system. The surgery manage to be completed smoothly. Unfortunately, there was a wound burnt observed in the main wound incision and surgeon use suture and close the incision. Additional information received and reported that a minor wound burn was noted in the main incision. The surgeon shared the post-operative day 1 results, indicating that the patient's eye cornea remains clear. The patient¿s well being and vision are not affected.